Event description:
Event description cpi received information that this transvenous defibrillation lead was exhibiting intermittent loss of capture. The lead was explanted and replaced. The ICD was electively replaced with a dual chamber device.